Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent fell off the stent delivery system (sds) during preparation for use. There was no patient involvement. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stent dislodgement can be influenced by many factors. There was no damage reported after removal of the device from packaging. To help ensure these types of events are not the result of manufacturing, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. Therefore, this complaint does not appear to be related to a sds quality deficiency; however, based on the reported information a conclusive cause for the reported dislodgement could not be determined.